Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a patient had a reverse shoulder replacement performed on (B)(6) 2015. The peripheral screws on the baseplate had broken requiring the patient to have a revision surgery (B)(6) 2020 at a different facility. The glenoid components were revised and the implant was replaced with an mgs glenoid baseplate. Explanted devices were discarded by the facility at time of procedure. The following original implants were explanted: ar-9120-01 glenoid baseplate lot 140122110, ar-9145-30 uni glenoid peripheral locking screw lot 150018908, ar-9145-24 uni glenoid peripheral locking screw lot 140123008. Additional information obtained 12/1/20: the patient did not suffer any trauma or fall prior to the revision. The surgeon noted the patient was an active golfer and tennis player.